Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the sample probe, dual resolution dilutor seals, grounding brush, s level circuit board and spiral cabling. The cse also set-up u-bottom find and jam size positions, centered the sample probe and adjusted volumes and sample dilutor height. Precision run and quality controls were run, resulting within range. The cause of the discordant, falsely low tsh result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low thyroid stimulating hormone (tsh) result was obtained on one patient sample on an immulite 2000 xpi instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, and resulted higher. It is unknown if the correct result was reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low tsh result.